Manufacturer narrative:
Citation: van wely et al. Aortic regurgitation index ratio is a strong predictor of 1-year mortality after transcatheter aortic valve implantation using self-expanding devices. Semin thorac cardiovasc surg. 2021 winter;33(4):923-930. Doi: 10.1053/j.semtcvs.2020.11.025. Epub 2020 nov 23. Earliest date of publish used for date of event. Medtronic products referenced: corevalve, evolut r. Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding aortic regurgitation index ratio as a predictor of 1-year mortality after tr anscatheter aortic valve implantation (tavi). All data were collected from a single dutch institution between december 2008 and december 2017. The study population included 651 patients (predominantly female, mean age 80 years). Multiple manufacturer¿s devices were implanted in the study population. Among all patients 519 were implanted with a medtronic corevalve (n=348) or evolut r (n=171) bioprosthetic valve. No unique device identifier numbers were provided. Among all patients, mortality at one-year post-tavi was 15.4% (n=100). The physician/authors discussed predictors for death (e.g. ¿aortic regurgitation index¿ calculation, prior permanent atrial fibrillation); however, no further details were provided on the deaths at one-year post-tavi. Based on the available information medtronic product was not directly associated with the death(s). Among all patients, adverse events included: aortic regurgitation, moderate to severe paravalvular leak (pvl), and second valve implanted for unspecified reason. Based on the available information medtronic product may have been associated with the adverse event(s). No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
Citation: van wely et al. Aortic regurgitation index ratio is a strong predictor of 1-year mortality after transcatheter aortic valve implantation using self-expanding devices. Semin thorac cardiovasc surg. 2021 winter;33(4):923-930. Doi: 10.1053/j.semtcvs.2020.11.025. Epub 2020 nov 23. Earliest date of publish used for date of event. Medtronic products referenced: corevalve, evolut r. Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding aortic regurgitation index ratio as a predictor of 1-year mortality after tr anscatheter aortic valve implantation (tavi). All data were collected from a single dutch institution between december 2008 and december 2017. The study population included 651 patients (predominantly female, mean age 80 years). Multiple manufacturer¿s devices were implanted in the study population. Among all patients 519 were implanted with a medtronic corevalve (n=348) or evolut r (n=171) bioprosthetic valve. No unique device identifier numbers were provided. Among all patients, mortality at one-year post-tavi was 15.4% (n=100). The physician/authors discussed predictors for death (e.g. ¿aortic regurgitation index¿ calculation, prior permanent atrial fibrillation); however, no further details were provided on the deaths at one-year post-tavi. Based on the available information medtronic product was not directly associated with the death(s). Among all patients, adverse events included: aortic regurgitation, moderate to severe paravalvular leak (pvl), and second valve implanted for unspecified reason. Based on the available information medtronic product may have been associated with the adverse event(s). No additional adverse patient effects or product performance issues were reported.